Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that multiple blunt knives that originated from custom paks were detected prior to surgery. There has, therefore, been no impact to any patient. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: (B)(4) opened knives were received. The samples were examined and all (B)(4) samples were found to be nonconforming with excessive damaged tips and cutting edges. Penetration and sharpness testing could not be performed due the damage of the samples. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The samples were returned unprotected and without their trays. The root cause for the damage cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, improper handling, or contact with another instrument during surgery or set-up. Because the exact root cause for the damaged knifes is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as damaged tips and cutting edges exhibited on the returned opened samples, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product.